Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2018 for an ablation. Upon review of the device interrogation, it was noted that on (B)(6) 2018 that the implantable cardiac defibrillator had delivered an inappropriate shock during atrial fibrillation with rapid ventricular response. The device recorded that the right ventricular lead exhibited low defibrillation lead impedance. A separate vector was then used to deliver therapy. No programming changes were made and the patient was stable following the procedure.